Event description:
It was reported that there was noise on the right atrial (ra) channel that was consistent with the minute ventilation feature of the implantable cardioverter defibrillator (ICD). Oversensing of the signal led to inappropriate mode switching to atrial tachy response. Technical service recommended programming options and additional evaluation of the ra lead. The ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.